Event description:
It was reported in a medical journal that a patient presented with a recurrent benign papilloma of the breast after having undergone a previous excision of an intraductal papilloma at the same location 2.5 years earlier. An excision was performed and a topical skin adhesive was used. Postoperatively, the patient reported an erythematous, pruritic rash around the incision site, which immediately improved after removal of the adhesive by the patient. On physical examination, the patient was afebrile with a faint maculopapular rash immediately around the wound. Hydrocortisone cream and possible other medications were prescribed. The rash had completely resolved by the next visit a month later. It was reported on follow up, that once the rash resolved, the patient had pristine suture lines and that the patient did not undergo an allergy test.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.